Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for evaluation, therefore the root cause of the access site bleeding was unable to be determined. Hemostasis was achieved by using surgiseal however limited clinical details were provided and no product was returned for investigation.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. There was access site bleeding. A surgiseal was used, the site was redressed and systemic heparin was paused. Issue resolved and patient stable post issue.